Event description:
A codman perforator that was being used to make a burr hole for a shunt "went in too far". The perforator did not cause any apparent injury to the pt. The surgeon was able to complete the procedure. However, this is the 2nd event we have had with a codman perforator, and the events occurred with 2 different physicians. (Prior to event (B)(6) 2003) both physicians indicated that the problem was that the "perforator did not stop". Ref MFR #1226348-2004-00125.